Event description:
Original psts event # 44892 grt 10-11 study, patient ID (B)(6). Information obtained from imedidata ¿ stent placed in sma during index procedure (unknown device) compressed with reintervention required of additional stent placement in sma (unknown device). Information from study manager for the identity of the device/devices implanted within the sma was requested but no further information was obtained.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the device met pre-release specifications. Due to no device return, an investigation could not be performed.

Manufacturer narrative:
Revised b1 to capture adverse event - serious injury with product malfunction. Revised b5 to update event description. Revised d6a with device implantation date. Revised h6 - investigation conclusion code. Results were already reported on h10 of initial emdr for this event.

Event description:
The following information was previously reported to gore and is captured in another event: on (B)(6), 2016 patient ID (B)(6), underwent treatment of a thoracoabdominal aortic aneurysm zone 3, with two conformable gore® tag® thoracic endoprostheses. Chimney technique was used with branch vessel treatment of the celiac, superior mesenteric, and right renal arteries. It is unknown what brand of stents were utilized in the branch vessels. On (B)(6) 2016 the stent utilized in the superior mesenteric artery (sma) was found to be compressed. On (B)(6) 2016 a reintervention took place whereby an additional stent was placed in the superior mesenteric artery. Additional information regarding this event was received on (B)(6) 2022 from the primary study coordinator: the stent implanted in the patient on (B)(6) 2016 in the sma which was subsequently found compressed on (B)(6) 2016 was identified as a gore® viabahn® endoprosthesis with heparin bioactive surface device. The additional stent placed on (B)(6) 2016 during the reintervention was an icast device. This case represents the new information that the unknown device previously reported under previous event above was recently found to be a viabahn.